Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10jun2020.

Event description:
The customer reported the air blower temperature too high. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
G4:24nov2020; b4:24nov2020. The unit functioned as intended; the air inlet filter replacement is used during preventative maintenance. The air inlet filters needed to be replaced per the service manual, informing the customer to inspect and replace filters as needed. Filters were not maintained per the service manual. A service history was performed and unit worked according to specifications prior to being released. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 18nov2020, b4: 19nov2020 . The customer replaced the air inlet filter to resolve the reported issue. Based on information provided and service performed it has been confirmed unit did not meet product specifications. No product has been returned for investigation at this time, customer alleged malfunction was confirmed. A service history was performed and unit worked according to specifications prior to being released. No root cause can be confirmed at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.